Event description:
Since (B) (6) therakos has received 6 very similar reports of pt reactions associated with the first return of cells and fluid to the pt while ecp is being conducted. An example of the reports is as follows: the pt with a heart and lung transplant with a history of diabetes and hypertension on acei tolerated his first 11 ecp treatments without incident. On (B) (6) after the first return, he experienced stomach upset, mild diarrhea, diaphoresis and mild hypotension. The treatment was immediately aborted. He was evaluated with an EKG and treated with a fluid bolus and the symptoms resolved. Heparin-baxter 10,000 unit hep were used during the treatment. The pt returned 2/4 with symptoms outlined below. Bp dropped from 112/64 to 69/30. He was unresponsive for approx 5 sec and immediately responded to ammonia. Glu was 111. After he responded they attempted to return some of his blood again and immediately upon reinfusion, he started to experience a return of the symptoms and the reinfusion was aborted. The site has not had any other events in other pts. They were asked to report the events to baxter and will follow-up regarding lot numbers. Pt symptoms include extreme flushing, nausea, tachycardia with port use to reinfuse any cells. The pt has rec'd or attempted 4 ecp treatments in the past several weeks. The first 2 ecp treatments were not associated with any symptoms. The last 2 treatments she experienced severe flushing , nausea, tachycardia. The tachycardia was documented with a pulse rate of 120 and normal bp. No rashes, fever, pruritus or other symptoms and no other change in her medical condition. Add'l kit lot no. V756. Heparin lot no. 099039 and 097039 of 10000 u.

Manufacturer narrative:
Product from the same lot of procedure kit (v759) was tested for eto sterilization residuals and found to be acceptable. (2.4 mg eo, <1.4 mg ech, 7 mg eg). One kit from v759 is currently under cell tissue culture test but all lots were tested at release and acceptable. A visual examination of the kits and a manufacturing file review has found that the correct vented guards were used on these kits. Baxter has recalled some lots of heparin for pt reactions that are very similar to the reactions reported here. Not all of these treatments were with the recalled lots, all but one treatment used baxter heparin. Therakos has reported these incidents to baxter and is reporting because not all are associated with the recalled lots. One treatment used acda, an anticoagulant not recommended by therakos. In that case it is unclear if the kit was primed with heparin and acda then used for the remainder of the treatment.

Event description:
Since (B) (6) therakos has received 6 very similar reports of pt reactions associated with the first return of cells and fluid to the pt while ecp is being conducted. An example of the reports is as follows: date reported (B) (6) 2008. Pt receives ecp once per week. Op reported this pt has lipemic plasma, and because of lipemic plasma, they have for some time been using a protocol of priming the kit with heparin, then switching the ac bag to citrate for the treatment. Last week, at the beginning of the reinfusion of cycle 1, pt had symptoms including turning bright red, a small drop in bp, and having to go to the bathroom. After going to the bathroom, pt felt better, and the treatment was resumed and completed successfully. Pt is on anti-biotics and an ace inhibitor also. Op was not sure the symptoms were caused by ecp. Pt had another treatment yesterday, and had the same symptoms at the reinfusion of cycle 1, plus reported "heart pounding" and a small increase in pulse rate. After cycle 1, symptoms continued, so treatment was aborted. When treatment was aborted, tmt volume was 90, total fluids given was 178 (12 saline + 166ac). Op estimated about 100ml in the reinfusion bag was not returned. No add'l fluids were given. Heparin lot no. 107054 of 1000u. (B) (6).

Event description:
Since (B) (6) therakos has received 6 very similar reports of pt reactions associated with the first return of cells and fluid to the pt while ecp is being conducted. An example of the reports is as follows: date reported (B) (6) 2008. Today they had another pt experience similar findings. A 31 year old female s/p bmt for cml 5 yr ago with cgvhd x 2 yrs and receiving ecp x 2 yrs without difficulty experienced flushing, tachycardia (hr=111) and diaphoresis immediately after receiving the return following cycle 1. The treatment was aborted and the symptoms resolved in 5-10 min. The pt is otherwise healthy and has been on stable meds of pred 5, rapamycin and lasix. Pt receives heparin only-no citrate. The pt received the treatment on a different machine and the kit lot was v759. (B) (6).

Event description:
Since (B) (6) therakos has received 6 very similar reports of pt reactions associated with the first return of cells and fluid to the pt while ecp is being conducted. An example of the reports is as follows: date reported: (B) (6) 2008. Op reports adverse pt reaction of flushing, pouncing head. Treatment was completed normally for this pt with use of 100% acda due to heparin reactions. Infusion stopped, no medical intervention required. On 2 occasions this happened on 2 different units - (B) (6) on 30509 and (B) (6) on 30484. The reaction happened after the normal treatment had ended and they started their manual return procedure. Reaction happened very quickly after only a few drops of the manually returned product. Kit lot no. V756. (B) (6).

Event description:
Since (B) (6) therakos has received 6 very similar reports of pt reactions associated with the first return of cells and fluid to the pt while ecp is being conducted. An example of the reports is as follows: date reported: (B) (6) 2008. I spoke with dr (B) (6) at (B) (6). Dr (B) (6) has had 15 episodes from 7 different ecp pts in the month of (B) (6). The pts all have similar episodes of facial erythema, tightness of the face or throat, mild hypotension and tachycardia. This usually occurs after the return of the first cycle and last 5-10 min even though the treatment may not be terminated. They are treated with trendelenburg positioning and IV fluids until the symptoms resolve. The site is aware of the baxter recall but the site only uses baxter 10,000 unit material. The lot for all these pts is 097012 and its initial use has been tracked to the beginning of (B) (6). These 15 episodes have occurred with 5 different tks kit lots. They are unaware of any other changes or commonality (other IV fluids, citrate etc) among these pts. I explained to dr (B) (6) what our experience has been over the last 2 weeks. He appeared to be convinced that the issue was not the tks kits. He felt that he wanted to purchase heparin from another source before starting to treat pts again. I asked him to contact me should he have any add'l episodes with the new source of heparin. Kit lot no. V759, v751, v745, v756, v757. Heparin lot no. Baxter 10000 unit 099039 and 097039. (B) (6).

Event description:
Since (B) (6) therakos has received 6 very similar reports of pt reactions associated with the first return of cells and fluid to the pt while ecp is being conducted. An example of the reports is as follows: date reported: (B) (6) 2008. The pt with a heart & lung transplant with a history of diabetes and hypertension on acei had tolerated his first 11 ecp treatments without incident. On (B) (6) after the first return, he experienced stomach upset, mild diarrhea, diaphoresis and mild hypotension, the treatment was immediately aborted, he was evaluated with EKG and treated with a fluid bolus and the symptoms resolved. Kit lot v756, baxter 10,000 unit hep. The pt returned today with the symptoms outlined below. He was unresponsive for approx 5 seconds and immediately responded to ammonia. Glu was 111. After he responded, they attempted to return some of his blood and immediately upon re-infusion, he started to experience a return of the symptoms and the re-infusion. No citrate use. He is being tested for ige directed against eto. The site has not had any other events in other pts. Kit lot no. V756, v759. Heparin lot no- baxter 10000 unit 117028 or 087119. (B) (6).

Manufacturer narrative:
Product from the same lot of procedure kit (v759) was tested for eto sterilization residuals and found to be acceptable. (2.4 mg eo, <1.4 mg ech, 7 mg eg). One kit from v759 is currently under cell tissue culture test but all lots were tested at release and acceptable. A visual examination of the kits and a manufacturing file review has found that the correct vented guards were used on these kits. Baxter has recalled some lots of heparin for pt reactions that are very similar to the reactions reported here. Not all of these treatments were with the recalled lots, all but one treatment used baxter heparin. Therakos has reported these incidents to baxter and is reporting because not all are associated with the recalled lots. One treatment used acda, an anticoagulant not recommended by therakos. In that case it is unclear if the kit was primed with heparin and acda then used for the remainder of the treatment.

Manufacturer narrative:
Product from the same lot of procedure kit (v759) was tested for eto sterilization residuals and found to be acceptable. (2.4 mg eo, <1.4 mg ech, 7 mg eg). One kit from v759 is currently under cell tissue culture test but all lots were tested at release and acceptable. A visual examination of the kits and a manufacturing file review has found that the correct vented guards were used on these kits. Baxter has recalled some lots of heparin for pt reactions that are very similar to the reactions reported here. Not all of these treatments were with the recalled lots, all but one treatment used baxter heparin. Therakos has reported these incidents to baxter and is reporting because not all are associated with the recalled lots. One treatment used acda, an anticoagulant not recommended by therakos. In that case it is unclear if the kit was primed with heparin and acda then used for the remainder of the treatment.

Manufacturer narrative:
Product from the same lot of procedure kit (v759) was tested for eto sterilization residuals and found to be acceptable. (2.4 mg eo, <1.4 mg ech, 7 mg eg). One kit from v759 is currently under cell tissue culture test but all lots were tested at release and acceptable. A visual examination of the kits and a manufacturing file review has found that the correct vented guards were used on these kits. Baxter has recalled some lots of heparin for pt reactions that are very similar to the reactions reported here. Not all of these treatments were with the recalled lots, all but one treatment used baxter heparin. Therakos has reported these incidents to baxter and is reporting because not all are associated with the recalled lots. One treatment used acda, an anticoagulant not recommended by therakos. In that case it is unclear if the kit was primed with heparin and acda then used for the remainder of the treatment.

Manufacturer narrative:
Product from the same lot of procedure kit (v759) was tested for eto sterilization residuals and found to be acceptable. (2.4 mg eo, <1.4 mg ech, 7 mg eg). One kit from v759 is currently under cell tissue culture test but all lots were tested at release and acceptable. A visual examination of the kits and a manufacturing file review has found that the correct vented guards were used on these kits. Baxter has recalled some lots of heparin for pt reactions that are very similar to the reactions reported here. Not all of these treatments were with the recalled lots, all but one treatment used baxter heparin. Therakos has reported these incidents to baxter and is reporting because not all are associated with the recalled lots. One treatment used acda, an anticoagulant not recommended by therakos. In that case it is unclear if the kit was primed with heparin and acda then used for the remainder of the treatment.

Manufacturer narrative:
Product from the same lot of procedure kit (v759) was tested for eto sterilization residuals and found to be acceptable. (2.4 mg eo, <1.4 mg ech, 7 mg eg). One kit from v759 is currently under cell tissue culture test but all lots were tested at release and acceptable. A visual examination of the kits and a manufacturing file review has found that the correct vented guards were used on these kits. Baxter has recalled some lots of heparin for pt reactions that are very similar to the reactions reported here. Not all of these treatments were with the recalled lots, all but one treatment used baxter heparin. Therakos has reported these incidents to baxter and is reporting because not all are associated with the recalled lots. One treatment used acda, an anticoagulant not recommended by therakos. In that case it is unclear if the kit was primed with heparin and acda then used for the remainder of the treatment.